Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the detached adhesive. A root cause could not be identified for the sticky control unit, up/down plate, and universal cord. Based on the results of the investigation, it is likely the following led to the malfunction: traced to water leakage. Based on the results of the investigation, a root cause could not be identified for residual liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited detached adhesive on the distal sheath; sticky control unit, up/down plate, and universal cord; and residual liquid or foreign material that had come out of the channel. There was no patient involvement.